Manufacturer narrative:
The reported complaint of icy catheter (sn (B)(4)) leak was confirmed. A water emission/leak was observed at the distal end of the manifold to the catheter shaft during lumen crosstalk test. Probable cause for the reported complaint can be a latent material defect. Visual examination of the returned catheter was performed. Observed a kinked on the shaft at the proximal infusion lumen opening (7.5 inches away from the tip of the catheter). Also, noted a blood residue in the luered tubings. The timing of the kink cannot be determined, however, handling or shipping damage during the catheter return cannot be ruled out. A functional leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi. No leak or damage was observed on the balloons. However, a water emission/leak was observed at the distal end of the manifold to the catheter shaft during lumen crosstalk test. The icy catheter was used for 12 days, way beyond recommended 4 days dwell time as specified in the instructions for use. During manufacturing, all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Therefore, it is unlikely that the catheter was defective when shipped. Administration of sterile cold saline i.v. Up to 1.5 litres is one of the common methods of treatment at the hospitals and should not harm a patient. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for a catheter with a lot number 156330.

Event description:
A patient underwent ivtm therapy after a burn injury. The icy catheter (lot # 156330) was inserted into the patient's vein. The patient's target temperature was set at 37.0 ¿c. After 12 days of therapeutic warming, the user noticed that the saline bag volume decreased, however, there were no traces of fluid observed on the patient's bed, floor, or console. The customer didn't provide any additional information on whether the air trap alarm generated by the console or not. The saline bag was replaced, but the volume was decreasing. Catheter leak and infusion of an unknown amount of saline into the patient's body were suspected. Per the reporter, the catheter was removed, however, specifics of the alternative therapy were not disclosed. The patient's status information was requested but the customer did not provide a response, therefore the patient's status is unknown. Please see the following related MFR report: MFR#3010617000-2021-00456 for the console.

Event description:
A patient underwent ivtm therapy after a burn injury. The icy catheter (lot # 156330) was inserted into the patient's left femoral vein. The catheter insertion was smooth from the first attempt. The patient's initial body temperature was 36.25 °c with the target temperature set at 37.0 °c. The patient's temperature was 36.78 °c when the catheter issue was observed. After 13 days of therapeutic warming, the user noticed that the saline bag was almost empty, however, there were no traces of fluid observed on the patient's bed, floor, or console. The console generated an air trap alarm, however, it was cleared by the user after the second saline bag was placed. The same console was utilized to continue the treatment and the user noticed the volume of the second saline bag was decreasing. The patient treatment was stopped after removing the catheter. A catheter leak and infusion of 500ml of saline into the patient's body were suspected. Per the reporter, the catheter was removed on the 14th day of the hypothermia treatment and the console is functional. No consequences or impact to patient. Please see the following related MFR report: MFR#3010617000-2021-00456 for the console.

Manufacturer narrative:
The icy catheter was used for 14 days, way beyond recommended 4 days dwell time as specified in the instructions for use.